Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported battery alarm and also revealed the occurrence of system fault 180. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the battery alarm was an algorithm limitation. The root cause of the system fault 180 was device operation in a temperature outside of the device specification. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.